Event description:
It was reported that the zimmer air dermatome stopped during a case, and the surgeon stated the surgery was delayed. Additional clinical follow up with the hospital indicated that the device was found to not work when the surgeon attempted to test the device prior to application to the pt. The pt was under general anesthesia at this time. An alternate unit was not available at the facility and the case was cancelled. The pt was reversed from general anesthesia. Extubated, and transferred to pacu (post anesthesia care unit) for recovery from general anesthesia. The planned procedure was a scar revision of an old burn wound. The procedure was electively scheduled by the surgeon and will be re-scheduled when the requested loaner dermatome is received. There were no implications to the pt's health status based on the cancellation of the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is over 20 years old. The last repair was on (B)(4) 1998, for a non related issue. The inspection found that the device operated normally and the motor speed was within specification. The investigation was unable to determine a cause of the reported complaint, however the device was over due for preventative maintenance. A review of salvaged parts did not indicate a cause of the reported complaint. The damaged head is unlikely to have caused the device to not operate. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 1998. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.